Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce infusor lv1.5 device had a ruptured reservoir observed by fluid leaking into the housing of the infusor during filling. There is not patient injury or medical intervention reported. No additional information is available. This is report 1 of 2 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.